Event description:
It was reported that while inserting 8mm tl acculif implant. Dial on inserter clicking and tightening while turning. Pressure became too tight within "yellow" range on inserter.

Manufacturer narrative:
Method: device remains implanted. Results: device remains implanted. No relevant issues were identified in the manufacturing records. Conclusion: the instrument kit used was inspected and found to be fully functional. The tl cage is still implanted and therefore could not be inspected. This device was not returned and there was no issue found with the associated instruments. No plausible root cause can be identified at this time.

Event description:
It was reported that while inserting 8mm tl acculif implant. Dial on inserter clicking and tightening while turning. Pressure became too tight within "yellow" range on inserter.